Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: the esheath liner appears delaminated and the balloon is bunched towards the nose tip. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as it was reported that the balloon burst and withdrawal difficulties were encountered. Procedural actors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner and lead to sheath liner delamination. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00333.

Event description:
As reported by our affiliates in brazil, this was a case of a valve-in-valve implant of a 26mm sapien 3 valve inside of a non-edwards valve, in mitral position by transfemoral approach. During the procedure, the balloon of the delivery system burst at the end of inflation. 3 ml of extra volume were added prior to inflation. This event did not cause any harm. During withdrawal, the balloon got stuck in the esheath. It was removed as a unit by enlarging the puncture site. The procedure was successful. The patient was discharged. As per images provided, the esheath liner was delaminated.